Event description:
It was reported that a "brain paralysis" pt underwent a cervical procedure using posterior fixation. It was found that a rod broke at c1 post-operatively on the date of the implantation. No revision surgery is planned at this time.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.